Event description:
Spontaneous report. Pt stated broken freedom pump. Pt was able to infuse the first hizentra syringe with no issues, but after inserting second syringe into pump, it would not push the syringe plunger so medication would flow through tubing. Pt re-inserted syringe a couple of times to get medication flowing, but it eventually stopped working all together. Pt manually pushed the remaining hizentra and was able to complete infusion. Pt experienced no clinical issues due to pump malfunction, pump is available for investigation and a new device is being set up for delivery. Reported to (B)(6) by: patient/caregiver.